Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a cause for the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery (sfa). The emboshield nav6 was delivered without issue; however, when the emboshield nav6 was being withdrawn from the patient anatomy at the end of the procedure, the filter became stuck on the introducer sheath. The filter separated, but was retrieved by pulling the introducer sheath and the nav6 as a single unit. The procedure was completed successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.